Event description:
Caller reported that the pump's quick bolus/wake button was difficult to press, requiring multiple attempts to activate the pump screen. There was no adverse impact to the customer's blood glucose level. Customer pressed the wake button multiple times and the wake button performed as intended. Customer will continue to use the pump for insulin therapy.